Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the lower limbs. An angiojet solent omni catheter was used in a thrombectomy procedure. When the procedure began, no liquid flowed out of the waste liquid pipe and the device continue to pump saline when aspiration was lost. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the lower limbs. An angiojet solent omni catheter was used in a thrombectomy procedure. When the procedure began, no liquid flowed out of the waste liquid pipe and the device continue to pump saline when aspiration was lost. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet solent omni system. The assembly, supply line, shaft, saline supply, and tip were all visually examined for potential damage. No damage was detected on the device, however, the device returned with the tru-seal cap missing. The threading of the cap was inspected, and trace amounts of adhesive were detected, which means the cap was present when the device was opened. A functional test was performed by placing the pump into the ultra-drive console and the device primed with no complication. The device was run for a total time of 90 seconds in thrombectomy mode. The device stayed within the expected range of the product with average pressure.